Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused low oxygen levels. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on nov 01, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information patient allegedly developed hypoxemia and was hospitalized that are related CPAP device's sound abatement foam. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, flip lid assembly, humidifier bottom enclosure, flip lid seal, heater plate, lifting tray, dry box seal, dry box. Unknown contaminate was observed on the inside of the top and bottom enclosures, inside the ui and rear panels. Hairlike substance was observed on the inside of the blower box and inside of the humidifier bottom enclosure. A black moldlike substance was observed on the flip lid seal. Discoloration was observed on the flip lid seal and dry box seal. Liquid ingress was observed on the p4 power connector. A contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device and manufacturer was unable to address the patient's symptoms.